Event description:
The clinician reports the implant was inserted (B)(6) 2017 in fdi 12 of the patient's mouth. Details of surgery: implant surface not completely covered with bone. On (B)(6) 2017, non-osseointegration was verified. Patient presented with bruxism. The devicewas forwarded to the manufacturer. At the event the patient experienced: pain and mobility. No further patient complications were reported.